Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: (B)(4). The device was returned and the reported material deformation (stent damage) was confirmed. The reported failure to advance and difficulty to remove could not be replicated in a testing environment as they were based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to the patient anatomical conditions. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient presented with a st segment elevation myocardial infarction (stemi) and during a procedure to treat a 100% total occlusion in the 1st obtuse marginal artery, an unspecified guide wire was placed and pre-dilatation was performed with an unspecified balloon catheter. A 2.5x12 mm rx mini vision stent system was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. During removal, resistance was felt and once outside of the patient anatomy the 2.5x12 mm mini vision stent was noted to have a flared stent strut on the proximal end of the stent. Reportedly, the cause of resistance during removal is not known. A 2.5x14 mm non-abbott stent was used to successfully treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.